Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint processing department received no sample and no picture. The following investigations were conducted: visual inspection: no sample was received and thus a further evaluation and investigation of the complaint is not possible. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. Summary and assessment: as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the defect is considered as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists.

Event description:
According to the event description: "during a caesarean section, a patient with high blood pressure underwent epidural catheter placement, but a problem occurred when the catheter was removed, causing it to break off inside the patient's body. This happened twice in caesarean section cases. A third incident, also involving a 7-year-old child with a tumour, also occurred, in which the child's epidural catheter broke off when it was removed".